Event description:
The ems was used during a laparoscopic burch procedure. The device fired 8 times poorly and would not fire any more. Another was opened to complete the case. There is no info available. There was no consequence to the pt.

Manufacturer narrative:
H4: d5 information unavailable. H6: code 100(other): the instrument was received with excessive dried body fluids, tissue, and a twisted staple in the cartridge nose. The twisted staple, along with the some if the dried tissue, was removed from the nose and the instrument fired the remaining 11 staples without incident. It was concluded that the excessive tissue in the nose had caused the staple to twist and the instrument to jam. Based upon the inquiry information received, the visual examination and the functional test, it was concluded that excessive dried body fluids and tissue in the cartridge nose may have caused the reported incident during surgery. The instrument was received with excessive dried body fluids, tissue, and a twisted staple in the cartridge nose. The twisted staple, along with some of the excessive dried body tissue, was removed from the cartridge nose and the instrument then was cycled, fired, and properly formed the remaining 11 staples without incident. It was concluded that the excessive dried body fluids and tissue had caused the staple to twist and the instrument to jam during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correclty.